Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple continuous glucose monitor (cgm) error 42. There was no reported adverse impact to the customer. Reportedly the customer had manual injections as alternate insulin therapy.